Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxguard flow controller extension set with needleless y-site(s) was missing a component. The following information was received by the initial reporter with the verbatim: per customer: " a nurse brought to our attention that some of our "flow controller extension" have recently come without the piece that attaches/screws onto the IV clave."